Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up, down and ok buttons were under-responsive. In addition, the user alleged moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2016 with the following findings: the pump was returned with moisture in the battery compartment and behind the display lens. The keypad was intact and undamaged. Upon removal of the keypad, no contamination or physical damage was found. Unrelated to the original complaint, the pump powered on to a blank display. Further testing was limited due to a blank display issue. A leak test failed due to cracks in the battery compartment and the pump case. The pump was opened up and moisture was observed throughout the pump casing including the keypad flex connector. Audible alarm was inoperable due to moisture ingress.